Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2026. Brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing compounded baclofen (2000mcg/ml at 978.4mcg/24hrs) and bupivacaine (15mg/ml). It was reported that the patient was not getting good relief. It was found that the pump was flipping around in the stomach since the patient had lost a lot of weight. It was reported that multiple negative aspiration attempts were made. After attempting to aspirate from the catheter access port (cap), the results indicated negative flow. The physician opened up the pocket to further assess before cutting the 8784 and opening spine. Once opening spine, the physician cut the catheter to check for flow. The decision was made by the physician to tie off old 8780 and replace with new 8780. The plan was to use original pump but after placing new 8780 and connecting to pump, there was no flow during multiple aspiration attempts. It was mentioned that the pump was not functioning properly. The physician had requested a new pump to be plac ed.